Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer treated with manual injection. The insulin pump screen was not working, the screen was white and has lines in it. The insulin pump was making noise took the battery out and it was beeping for 10 minute before it shut down. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments, partial display or low battery alert due to display anomaly. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.